Event description:
It was reported that an ilet pump¿s touchscreen was cracked and the device housing was separating, while the device remained functional; the user was advised to switch to backup therapy and informed the device would no longer be watertight and would require replacement. Symptoms included no reported impact to blood glucose. Outcomes included device replacement and continued cgm use on a mobile app or receiver. Investigation included customer interview, review of device functionality as described, and logistical tracking of device return. Investigation of this case revealed physical damage to the touchscreen and enclosure consistent with a damaged external casing and display assembly, rendering the device non-watertight and necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was physical damage not related to a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.